Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument for failure analysis evaluation. The maryland bipolar forceps instrument was analyzed and found charring and localized melting at the grip base between the grips. The instrument successfully passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the maryland bipolar forceps instrument was observed with sparks and that the insulator had melted. The procedure was completed using a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and cannula were inspected prior to use and no damage or abnormalities were found. Arcing was not observed during the procedure. The instrument was connected properly, and the generator used was force triad with macro 60 settings. The instrument was used for 3 hours before smoke and odor were noticed. Other instruments used were fenestrated bipolar and tip-up fenestrated grasper. The instrument tip was in contact with tissue when smoke and odor were noticed. The tip of maryland had carbonized structure. No injury or post-surgical complications were reported. The instrument and accessory are available for return to isi for evaluation. Patient information was not provided.